Event description:
It was reported that the device delivered hv therapy due to oversensing. X-ray revealed that the lead dislodged. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.